Manufacturer narrative:
Unit was evaluated and repaired by an independent repair center.

Event description:
Per the independent repair center, the customer alleged problem is there is no flow. The key failure is the capacitor has a short circuit. The additional malfunction of the power switch having no alarm.